Manufacturer narrative:
Product was returned for analysis. The analysis revealed that the dilator tube had separated from the dilator hub, likely due to improper tube placement during molding. The lot number of the device was not available. A process review revealed that each dilator hub to tube bond is 100% inspected. The tube separated during device removal, and there was no patient impact or adverse effects. This is the first occurrence in at least 3 years for this failure mode. The occurrence rate is within predicted levels per greatbatch medical risk documentation. Mitigations (i.e., awareness training) were completed. No further action is needed.

Event description:
As reported the dilator broke during the procedure while removing it from the peel away sheath. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.